Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 180-190 units of insulin and the fill estimate remained static at 95 units for a couple of days. Tandem technical support reviewed the t: connect logs and verified that the fill estimate remained static at 95 units for a couple days, on (B)(6) 2017 the fill estimate began depleting as expected. The customer's blood glucose (bg) levels ranged between 300-400mg/dl and a correction bolus was delivered to address the bg level.